Manufacturer narrative:
During the investigation of a battery for an unrelated issue, a reportable malfunction was found. Upon investigation, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. No adverse events occurred due to the damaged battery.

Event description:
During the investigation of a battery for an unrelated issue, a reportable malfunction was found. Upon investigation, the battery was unable to power on a monitor or charge.